Event description:
It was reported that the user experienced repeated occlusion alerts and a motor stall alert on the insulin delivery device, and the user was unable to disconnect or change tubing without assistance; a supply change was completed with help, and a replacement device was provided. Investigation included review of reported alerts and user-reported performance, assessment of use of infusion set, connectors, and cartridge, and collection of lot information. Further investigation of this case revealed resolution after supply change and no recurrence of occlusion, with no impact to blood glucose reported. Symptoms included no reported change in blood glucose and no other clinical effects. Outcomes included interruption of insulin delivery that required supply replacement and device replacement, but no hospitalization. It was concluded that, based on previously established findings for similar reports, the event was consistent with an insulin occlusion leading to a motor stall alert, mitigated by changing disposable components and replacing the device, with no patient injury reported.